Event description:
Information was received indicating that during bench testing, a smiths medical cadd legacy pump failed accuracy (+12.45%). No patient was involved in this event. No adverse effects were reported.

Event description:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400 . Summary in h -10.

Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400 . The complaint of fail accuracy + 12.45 %.was not confirmed. In the event log nor during testing to duplicate event. The testing revealed the accuracy was within the published specification +/-6%. . No fault was found and not actions taken.